Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014, at 23:43:35. During night drain cycle five, the patient's ultrafiltration reading was 1902 ml, indicating the home patient drained 1902 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. A service history record review was performed and revealed no issues that could have caused or contributed to the problem. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A internal/external visual inspection was performed. Upon conclusion of the investigation, the cause was determined to be due to one or more cycles advancing to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.